Event description:
It is reported that the device was implanted in 2005. Three years post-op, in 2008, site reports patient presents with complication of tibial base plate loosening. Revision surgery is scheduled for 2008.

Manufacturer narrative:
Evaluation summary: no product received for evaluation. Also, x-rays are not available for review. Lot number of the device is not known so device history records could not be reviewed. Cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.